Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history available in the MFR's programming history database, a faulted diagnostics test was observed on (B)(6) 2007, which resulted in the pt's settings being changed to faulted diagnostic settings. A final interrogation was not performed and the pt left at unintended settings. The pt returned the next day, and the settings were corrected.